Manufacturer narrative:
The device was returned to plant manufacturing for investigation. The internal, visual inspection showed that there were no indications of dried fluid inside the cassette compartment. No burrs or sharps were found in the cassette area that may have punctured a cassette membrane. The internal, visual inspection of the received cycler found no discrepancies. No indications of fluid or dried fluid within the unit were noted.

Event description:
The patient called in dwell 2 of 3 with supply bag lines are blocked message. The patient was unable to get past the alarm and cancelled treatment. While removing the tubing set it was noted that there was a fluid leak. The patient could not tell where the leak was coming from. The cycler was replaced. Additional information has been requested.

Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
The patient called in dwell 2 of 3 with supply bag lines are blocked message. The patient was unable to get past the alarm and cancelled treatment. While removing the tubing set it was noted that there was a fluid leak. The patient could not tell where the leak was coming from. The cycler was replaced. Additional information has been requested.